Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a light glove. Customer states during our manufacturing process multiple light handle covers semi rigid were found with cracked handles and excessive plastic.